Event description:
Pt states only half display is visible. She can see the top part, sn (B)(4). No other info known. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.